Manufacturer narrative:
The ge service rep replaced the ps3 and verified vertical lift function. The system operates as intended.

Event description:
The customer reported that the system vertical lift was not working. No patient injury was reported.